Event description:
Case report of pt who underwent a 7 hour orthopedic operation. Postoperatively, the pt had shortness of breath and stridor which persisted despite intravenous dexamethasone and nebulized epinephrine. A nasopharygscopic exam revealed right-sided supraglottic edema and an immobile vocal cord. After two weeks of treatment, symptoms and physical findings resolved. The authors felt the immobile vocal cord was secondary to the edema rather than injury to the recurrent laryngeal nerve.